Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The event occurred during installation. There was no patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the device's final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.